Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and a damaged window was found. The receiver failed to charge and reboot due to the receiver not turning on but will turn on with a known good battery after the receiver case is open. The log was downloaded and reviewed finding errors. The device was internally visually inspected and failed. The allegation was confirmed. The root cause is damaged battery.